Manufacturer narrative:
Investigation included technical support troubleshooting and user education regarding safe start timing after potential long-acting insulin administration. Investigation of this case revealed no device malfunction and that elevated glucose was likely influenced by recent steroid therapy and uncertain prior insulin type. It was concluded that the event was user-related with cause of hyperglycemia unclear and that the device operated as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user with recent brain surgery experienced hyperglycemia while preparing to set up the ilet, with uncertainty about whether a hospital-administered insulin dose was long-acting or rapid-acting and concurrent steroid use noted; the agent advised delaying ilet initiation to avoid insulin stacking and recommended temporary backup therapy or contacting a healthcare provider. Symptoms included elevated blood glucose at 300 mg/dl and lethargy. Outcomes included user education on delaying device initiation and recommendation to seek clinical guidance for interim insulin management.